Manufacturer narrative:
A visual examination of the device specifically the bushing, indicated that the device deployed as intended. However, the clip assembly was not returned therefore the reported issue (clip bent) could not be confirmed.

Event description:
In 2008, it was reported to boston scientific corporation that a resolution clip device was used five days prior, (patient gender, age and weight are unknown). According to the complainant, during the procedure the physician pushed the scope resulting in a bent clip, which would not close. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".